Event description:
It is reported that the device was implanted in 1996, and revised in 2009, due to wear.

Manufacturer narrative:
Evaluation summary: the device was in vivo for more than 13 years. The returned liner shows wear to one side, fracture damage to the rim, and gray discoloration possibly caused by metallic wear debris from the femoral head. Sem analysis shows features that indicate the possibility of fatigue cracking of the material, as well as tearing and breakage. The patient's weight and activity level are unknown. Younger patients tend to be more active. Higher patient weight can contribute to wear, typically lighter weight patients tend to be more active. Either factor can contribute to increased polyethylene liner wear. No x-rays were provided for review. Without the review of pre-vision x-rays, we can not conclude the implant position and assess potential impingement, which could also lead to adverse liner wear. Based on the available information, a definitive root cause can not be ascertained at this time. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.